Event description:
It was reported that the patient had to charge more often. For the last 3-4 days she was having to charge her implantable neurostimulator (ins) every night, otherwise her device would die in the middle of the night and she would wake up with severe leg cramps. Prior to 3-4 days ago, she only had to charge every other day. It was noted that she had not made any recent changes to her stimulation settings. If she had stimulation at 6.75, it would hit some of the pain in her hip. She had it at that setting for a while and was only charging every other day. It was a ¿pain in the butt¿ to charge and it was not comfortable to charge. It was noted that the patient¿s knees were like footballs because in the last 3 weeks she had fallen 10 or 11 times, but never fell on her device. She fell because of her bed and because her knee would give way. Pain would hit the center of her hip and would buckle her knee. She also had stage 5 spinal stenosis. 2 days later it was reported that the implantable neurostimulator recharger (insr) was not charging. The recharger would only charge to half full and would only charge the implanted device half full. This started about 4 days ago. No indication of patient harm. The device was returned to the manufacturer but analysis had not been completed yet. It was later reported that there were charging problems and diagnostic testing or troubleshooting would be performed in the future. The patient was alive with no injury at the time of this report. It was also reported that the patient fell in late october or early november. No patient symptoms reported. The patient was scheduled to be seen on (B)(6). A manufacturing representative (rep) was going to get a full report of the patient¿s status. It was later reported that the rep had to reschedule the patient. It was noted that the patient had a couple of friends that have the stimulator for leg pain. The patients did not have theirs up as high as hers because hers was for back pan. One friend was charging every week and a half and other was charging every two weeks. The patient said she was charging e very week. It was noted that the patient fell 4 times in a three week timeframe, which were a couple months ago. At this time her implant was dead before 24 hours and she had to charge every day. The battery did not fully charge and she could only charge the battery half full. This issue started about 4 months ago. The patient was told that the battery did not have to be fully charged as long as the bars were full. She recently decreased the stimulation from 6.70 to 6.20 to try and reduce the charge interval. The patient wanted to know if a manufacturing representative (rep) or a healthcare provider (hcp) would check the device. It was later reported that the rep was going to meet with the patient tomorrow for troubleshooting. It was noted that the ins was implanted a year ago and was always able to get 1.5 weeks out of her ins before charging but now she was only getting 20-21 hours out of it. An estimate recharge interval was calculated based on the patient¿s parameters: a1, 6.65v, 240usec, 300hz, 440usec, estimate: 1.75 days. They looked at the patient¿s recharging info: average 8 coupling boxes; 3/18 - 1.3hrs 100% 3/17 - 6.1hrs 100% 3/15 - 4.9hrs 100% 3/14 - 3.3hrs 75% 3/10 - 5.7hrs 100% 3/8 - 5.7hrs 100% the patient had never had her parameters adjusted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was reading her battery indicator wrong on her patient programmer. Her device was working properly and she was receiving good therapy. Upon return of the recharger, analysis found the complaint unverified.